Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main half height smart drawer 3.1 would not close. The field service engineer replaced the bumpers and reattached the latch assembly to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawers would not close at all. The customer stated that this malfunction caused a delay to the patient care and happened while dispensing medication. There were no adverse events or injuries reported based on this event.